Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) lumen of the trifuse that the ivf was connected to had broken at the point where the microclave and tubing meet. The following information was provided by the initial reporter: the mother called me, the bedside nurse for the patient, to the bedside. She informed rn that while she was getting patient to restroom the mediport line was pulled by accident and became disconnected. Upon assessment of line, rn noticed that the lumen of the trifuse that the ivf was connected to had broken at the point where the microclave and tubing meet. The break had just happened and the line was quickly clamped, trifuse immediately disconnected. Mediport cleaned, flushed, blood return checked and clamped. Dressing still intact and mediport functioning properly. New ivf bag and tubing hung. Trifuse collected, bagged and labeled. Charge nurse, notified and device placed in management's office.

Manufacturer narrative:
H.6. Investigation: a complaint of a set breaking was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. One of the maxzero components had separated from the tubing. A small ring of solvent could be seen on the tubing. A device history record review for model mz9266 lot number 22025497 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. An investigation was performed and the root cause was determined to be tubing that was out of specification. The supplier of this tubing was notified of this defect. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #22025497 regarding item mz9266.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) lumen of the trifuse that the ivf was connected to had broken at the point where the microclave and tubing meet. The following information was provided by the initial reporter: the mother called me, the bedside nurse for the patient, to the bedside. She informed rn that while she was getting patient to restroom the mediport line was pulled by accident and became disconnected. Upon assessment of line, rn noticied that the lumen of the trifuse that the ivf was connected to had broken at the point where the microclave and tubing meet. The break had just happened and the line was quickly clamped, trifuse immediately disconnected. Mediport cleaned, flushed, blood return checked and clamped. Dressing still intact and mediport functioning properly. New ivf bag and tubing hung. Trifuse collected, bagged and labeled. Charge nurse, notified and device placed in management's office.